Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-07894. It was reported that one of the patient's leads was not being used for therapy, due to high and low impedances. As a result, the patient's scs system was explanted and replaced. Therapy was restored post-op. Both leads are being reported as it is unknown which device was not being used.